Event description:
It was reported that bd connecta¿ stopcock leaked during use. The following information was provided by the initial reporter: reporting that the bd connecta 3-way lose themselves and leak.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary a device history record review was performed for provided lot number 9277369 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, eight physical samples were returned for evaluation by our quality engineer team. The samples were evaluated through connection and leakage testing. No signs of leakage, disconnection, or separation were detected. There was a change related to the print information on the packaging, however, this change has no impact on the design of the actual device. Based on the investigation results, a definite cause could not be identified for this reported incident. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd connecta¿ stopcock leaked during use. The following information was provided by the initial reporter: reporting that the bd connecta 3-way lose themselves and leak.